Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is exhibiting intermittent high out of range pace impedance measurements on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) discussed with the boston scientific representative that this patient is not currently assigned to a primary clinic in the remote monitoring system after changing their following physician and following clinic, but they do have a communicator. Ts provided guidance that they could enroll the patient in the new clinic in the remote monitoring system and have the patient transmit device data remotely to review. Ts noted that the lead is a competitor lead in service since 2008 and the ico device does not have the new device header design enhancement that newer boston scientific devices have. As a result, this could be a possible device header spring contact issue, or the rv lead could be compromised as well. Ts recommended to perform an evaluation in the effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).